Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked in place properly.

Event description:
It was reported that the customer has changed the set and reservoir several times. During the priming process, customer smell insulin. Leaks were detected. Insulin was exiting the reservoir compartment. Customer also stated that tubing cap would not lock onto the reservoir causing the reservoir leak inside the insulin pump. The current blood glucose reading is 460 mg/dl. Customer has treated with manual injection and insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.